Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, there were air bubbles present in the infusion set tubing. Customer primed the tubing as well as changed supplies multiple times to address the bg. Additionally, it was reported that occlusion alarms occurred. Customer¿s blood glucose level was 217 mg/dl. Customer changed supplies multiple times to resolve the issue.